Event description:
The essure device was advanced through the ostia to about 3/4's of its length and at that time, resistance was felt. A hysteroscope was used to straighten the device. Then another attempt was made to advance the essure further into the ostia with more resistance felt. The handle was turned to allow the device to expand. Then the essure device was removed, but the coil was noted to remain in the tube and was protruding into the uterine cavity. This was grasped with the grasper to remove it. At that time, the essure coil broke into multiple pieces, and these were removed with direct visualization using a grasper. A very small piece remained inside of the tubal ostia (about 3 mm), and attempts to remove it were unsuccessful. Because of the device issue, a decision was made to proceed with laparoscopic tubal ligation. The patient tolerated the procedure well and was discharged home without complications.